Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return, that the unit would not start up and noted that its power supply was broken. Analysis additionally noted that its handle was missing, the media bay door was broken, the rail keyboard cover sliding was broken, the upper bullet was missing, the electrocardiogram connector terminal was broken/loose, the surface from the touch screen was damaged and therefore the touchscreen was not responding properly and software errors were found in the update history. Due to a lack of available parts for repair the unit was to be scrapped.

Event description:
It was reported that there was no power to the programmer. It is expected that the programmer will be returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer had been returned to service and subsequently tested out of specification during manufacturer's analysis.